Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system vials gave positive result quickly after inserting and after pulling out vials and reinserting it comes back negative. The following information was provided by the initial reporter: false positives for a while, the vials come out positive quickly after insertion there is nothing growing in the culture, contamination ruled out. If she puts the tube back, he continues his protocol and comes out negative.

Event description:
It was reported that bd bactec¿ mgit¿ 320 system vials gave positive result quickly after inserting and after pulling out vials and reinserting it comes back negative. The following information was provided by the initial reporter: false positives for a while, the vials come out positive quickly after insertion there is nothing growing in the culture, contamination ruled out. If she puts the tube back, he continues his protocol and comes out negative.

Manufacturer narrative:
H6 investigation summary: this complaint alleges a failure on a mgit 320 instrument (p/n 441743, s/n (B)(6). The customer called to report false positive results on their instrument. The customer indicated that tubes would flag as positive 2-3 days after the start of protocol. The field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse replaced the instrument drawer and calibrators. The instrument was tested and returned to the customer in working order. No samples or parts were received by quality for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is unknown at this time. This is confirmed failure of a bd product. Complaint history for results was reviewed for the month of february. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint.